Manufacturer narrative:
Analysis identified residue in the motor gear train that contributed to the motor stall{s}. Pump logs showed the pump was infusing 2,000.0 ¿g/ml baclofen at 12.3 ¿g/day. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was provided by a manufacturer representative (rep) regarding an implantable intrathecal pump. The indication for use was intractable spasticity and post spinal cord injury. The pump was returned to the manufacturer without a complaint. No patient symptoms or complications were reported as a result of this event.